Manufacturer narrative:
Updated block: d9 during laboratory analysis, the product surveillance technician (pst) connected the centrifugal control unit (ccu) to lab use only (luo) testing equipment. Upon visual inspection, the pst observed multiple areas with housing damage and broken pieces of the housing inside the unit. All the printed circuit boards (pcb) were inspected for any evidence of a short circuit condition, which was not observed, but the pst found that the cable between the display subassembly and the application pcb was disconnected. Initially when the ccu was started, there was no display output due to the disconnected cable. After the pst reconnected the cable, the centrifugal pump was set to spin at a constant rate for two hours with no issues observed. The unit was then configured to run in pulsatile mode and ran for two more hours with no issues observed. The data log did indicate display supply errors. It was determined that the ccu did not meet specification.

Manufacturer narrative:
The service repair technician (srt) confirmed that the centrifugal control unit (ccu) was received opened, with the cable disconnected, and screws not securely fastened which would cause the ccu to exhibit errors. He replaced the display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) observed damage on the centrifugal control unit (ccu) cover. During troubleshooting the error message appeared, and he also noted a burning odor. The cover was removed, and the ribbon cable was hot to the touch along with dark residue found inside the cover. The ccu was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) displayed an 'arterial service pump' message. As mitigation, the team used a roller pump in place of the centrifugal. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.